Event description:
It was reported that the patient was having pain in the penis gland and discomfort during sexual intercourse while using the tactra malleable implant. The physician believes that the cause of the pain is a malposition of the cylinders and a revision surgery is being requested.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established and as the product is not available for analysis the device issue reported cannot be confirmed. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the tactra instructions for use (IFU). The tactra IFU lists discomfort, altered therapeutic response and pain as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis was having pain in the penis glans and discomfort during sexual intercourse. The physician believes that the cause of the pain is malposition of the cylinders a revision surgery is being requested but records to not indicate it has been performed yet. No additional patient complications were reported.